Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements and health care professional (hcp) was wondering if the presenting electrogram (egm) shows real atrial fibrillation (af) and is being undersensed or noise. Boston scientific technical services (ts) was unable to confirm. Subsequently, the lead was explanted and was returned for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements and health care professional (hcp) was wondering if the presenting electrogram (egm) shows real atrial fibrillation (af) and is being undersensed or noise. Boston scientific technical services (ts) was unable to confirm. Subsequently, the lead was explanted and was returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Supplemental correction submitted to correct h6 device codes.